Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegation against the power cord was confirmed. The power cord case had melted. The cord was opened up and the inside part was observed to be burned. There was no storm mentioned in the product issue or service request. With a replacement power cord, the communicator passed all baseline tests.

Event description:
Boston scientific received information that the communicator's power cord was hot to touch as stated by the patient's advocate. A boston scientific company representative investigated the allegation and found out that no one was hurt. The old communicator will be replaced and a return label was sent to the patient's address indicated in the service request. The communicator is out of service. No adverse patient effects were reported.